Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
Upon powering on the thermogard xp ivtm console (B)(4) for testing, the customer reported the console display head is unreadable. According to the customer the issue is intermittent and is resolved when the console is rebooted. There was no patient involvement.